Event description:
The device was explanted due to aortic stenosis and regurgitation. Per the operative report, the patient had developed prosthetic valve dysfunction. "The existing bioprosthesis was inspected. The was at least a moderate amount of calcification of the leaflets with some retraction of two of the leaflets. All of the sutures were removed and the existing prosthesis removed." Another bioprosthesis was implanted and reportedly, the patient was "transported to the cardiac surgery intensive care unit in critical condition.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approximately 70.1 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.